Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer's insulin pump had audio or beep anomaly. Customer's blood glucose value was 76 mg/dl. The customer was assisted with troubleshooting. The customer stated that they cannot hear the alarms and not hearing the beeps. Customer reports they did not hear the differences between the two audio beep volumes .the customer stated that the audio options of menu in the insulin pump was set to audio and vibrate and adjusted volume to five and customer heard the beep, but when customer adjusted volume to one no beep, at volume two insulin pump beep, but no beep at volume one. Customer reports they did hear beeps when audio volume settings were saved. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly and error 63 in history file. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.